Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6), product type mobile platform product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated their pump was running real slow. The patient was walked through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. It was reported that when connecting to the myptm (personal therapy manager) app it was extremely slow, taking 5 to 10 minutes to connect and lagging at 90%. The patient mentioned last time they were walked through clearing the history. The issue started up again about a week or two ago. An agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to the myptm app like normal.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that when the patient tried to bolus they had to wait a long time because the handset was lagging at 90%. Agent reviewed data issue and assisted in deleting the data. They were able to connect to the pump with no delay.